Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20mm promus premier¿ drug-eluting stent was selected for use. During preparation, it was noted that the stent was burred and a bump at the end of the stent. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts in the middle of the stent that were bent back distally. The undamaged outer diameter of the stent was measured and is within specification. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x20mm promus premier drug-eluting stent was selected for use. During preparation, it was noted that the stent was burred and a bump at the end of the stent. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.